Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. The product is not available for investigation. Additional information is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.

Event description:
It was reported that a patient experienced a dental implant loss.